Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a calcified bicuspid native, during the final release, the valve dislodged upward resulting in moderate paravalvular leak (pvl). A post balloon aortic valvuloplasty (bav) was performed and the valve dislodged into the ascending aorta. Hypotension occurred as the hypertrophic ventricle collapsed. General anesthesia was initiated and the valve was snared. A second transcatheter bioprosthetic valve was implanted and the blood pressure stabilized. No adverse patient effects were reported.